Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that they received a no delivery alarm but it was resolved by changing the set and reservoir. The customer's blood glucose was 464 mg/dl at the time of incident. Troubleshooting found no delivery alarm during 5.0 unit fixed prime and insulin did not exit with plunger push. The reservoir will not be returned for analysis.